Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 failed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed and did not recover. A field service engineer (fse) found that were bags which pushed against the door and did not allow the door to open properly. Fse had the customer to adjust the bags to relieve pressure off the door. The system functioned as intended after the field service engineer investigated the device.